Manufacturer narrative:
D9: device received on 8/4/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged flex circuit. The flex circuit was replaced to fix the issue.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the latch/lock sensor was not reading when in the open or closed position. There was no patient involvement.